Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data collected from the device was also received and analyzed, but no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for the right ventricular lead. The tip-to-ring and tip-to-coil electrograms showed non-physiologic noise and numerous short v-v intervals. Also noted on the lead was an impedance rise to high impedance. Lead fracture was suspected. The lead was removed and replaced. Coincident with the lead replacement was replacement of the associated device due to an unexpectedly short estimate for remaining longevity, given the low percentage of time the patient was being paced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.